Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not able to be identified. Therefore, root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an air/water blockage. The issue was found during reprocessing. Inspection and testing of the returned device found foreign debris in the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign debris protruding from the air/water nozzle, the light cover glass adhesive was worn, the optical cover glass was chipped, the distal end cap was worn, the distal end adhesive was worn, the angulation was out of specifications, the angulation had play, the electrical safety test failed, and the water flow/removal was out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.